Event description:
Event description guidant received information that after this implantable lead was positioned and connected to the pacemaker, no ventricular capture was obtained. The pacemaker pocket was reopened during the same procedure and repositioned; however, in several positions, the loss of capture was still present. The lead impedance ranged from 1700-2000 ohms.